Event description:
As reported in the event, during the emergent procedure, the teflon pad of the device melted into the fallopian tube of the patient. Per intended procedure, the fallopian tube was to be removed. The issue was observed when the fallopian tube was being cauterized during the middle of the procedure. The physician was performing the seal function. All parts melted into the fallopian tube were retrieved. The procedure was completed with an unspecified delay. The teflon pad melting damage exposed the metal. No other visual damage was observed. The device was inspected and cleared prior to use. Connection points to the generator were inspected; no abnormalities and no cable damage was noted. Generator settings are unknown. The transducer cords nor any other cords were not bundled during use. Physician is experienced in the use of the device. The necessary procedural tips and techniques instructions that were distributed have been shared with the user facility. Report number 2200350000-2020-8001 was submitted by the user to FDA. Due diligence for additional information was executed. The device has not been returned for evaluation. Based on the information provided by the user facility olympus cannot conclusively determined the cause of the occurrence of the device damage (the tissue pad was melted); however, based on the past similar event, it is known that the tissue pad will be worn when no tissue was grasped between the grasping section and the probe tip while the device was activated in seal & cut mode for/after a transection of tissue. The instructions for use (IFU) states that; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Type s hand instruments have not been effective for tubal sterilization or tubal coagulation for sterilization procedures, and should not be used for these procedures. Supplemental report(s) will be filed as the information becomes available.